Event description:
It was reported to the sales rep during an in-service that there was a sample saved of a catheter where the metal coil stretched and is longer than normal. There are no details available for this event.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.